Event description:
While flushing the right ear using the device, the top of the syringe popped off propelling the tip of the syringe deeper into the pt's ear canal causing pain and bleeding. Diagnosis or reason for use: ear wax impaction.